Event description:
The alleged incident occurred on (B)(6) 2013. The alleged incident involved a subject caire liberator 45 stationary liquid oxygen reservoir (sn (B)(4)). The alleged incident was reported to the company on (B)(6) 2013, by a home healthcare distributor in (B)(4) via "product/vendor quality report." The healthcare quality report states the alleged incident as the following: "pt was burned while using oxygen from tank." The healthcare quality report also states that the subject unit was not quarantined. Multiple requests to the healthcare distributor for further information and the status of the subject unit have not been returned.